Event description:
It was reported that fourteen days post dialysis catheter placement, the catheter was allegedly fractured. It was further reported that blood was leaking from the ruptured part. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo and videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fourteen days post dialysis catheter placement, the catheter was allegedly fractured. It was further reported that blood was leaking from the ruptured part. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm hemosplit d/l catheter was returned for evaluation. In addition to the returned sample, one electronic photo and two electronic videos were provided for review. The photo shows one hemosplit catheter implanted in a patient and a split was noted on the red luer extension leg. The videos shows the catheter implanted in the patient body and a split was noted on the red luer. Gross, microscopic visual and functional testing were performed. Two longitudinal splits, in-parallel, were observed on the red luer extension leg and upon infusion of the red luer, leaking was noted from the parallel splits on the extension leg. Aspiration of water into the syringe was attempted but was unsuccessful; only air was aspirated. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.